Event description:
It was reported that using an unspecified artery access approach during a procedure of the unspecified vessel the 3.5 x 38 mm xience prime stent was deployed and the balloon was deflated but met resistance over the guide wire with the stent delivery system (sds) guide wire inner lumen; the two devices were removed from the anatomy as a system. A different guide wire was positioned and the procedure continued. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed an unspecified balance guide wire frozen in the stent delivery system (sds).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficult to remove was confirmed via returned device analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part number and lot number were not provided. Based on the visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. Based on the information reviewed, there is no indication of a product deficiency.